Event description:
It was reported that during atrial lead implant procedure, physician tried to place the lead to several positions but tested thresholds were too high. After repeated attempts, physician replaced the atrial lead with new lead and completed the operation successfully. No patient complications have been reported as a result of this event.